Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, it was difficult to maintain adequate po2's, the perfusionist increased oxygen % and was able to maintain adequate po2's at that time. It was also noted that it was very difficult to maintain adequate pco2. The perfusionist increased sweep gas to a higher level to maintain adequate pco2. The product was not changed out. There was no harm to patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device and upon evaluation of the device, the complaint was not confirmed. The device was visually inspected and performance tested, and it was found to be within specifications. Customer technique may have caused the event. (B)(4). Method: device performance tested. Results: device within specifications. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.